Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Moisture damage was also found on the motor, keypad, battery tube, and vibrator assembly. The device had minor scratches on the lcd window, scratched reservoir tube window, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, he can see drops all over the screen. He believes the device might have gotten wet. Customer's blood glucose was 211 mg/dl. Customer attempted to dry the device but it didn't work. Customer was advised the device need to be replaced and agreed to return the device for analysis.